Manufacturer narrative:
One angio-seal device was returned for evaluation. One hemostasis sheath was returned mated with the arteriotomy locator. The carrier tube assembly, guidewire, and the plastic pouch were returned as well. The returned guidewire was inserted into the locator and in slid inside without any difficulty. The guidewire was able to travel freely through the locator and release on the other side. Another guidewire from an unused kit for 6fr angio-seal vip was inserted in the locator and the device worked as intended. The returned guidewire was measured to be 0.0334" and the locator inner diameter was measured to be 0.037", the measurements were within the manufacturing dimensions specified on the drawings active at the time of manufacturing the product. The device was analyzed under an x-ray machine and no internal opaque obstructions were noted. There is no evidence that this event was related to a device defect or malfunction. The device worked as intended when during functional testing it was mated with the returned guidewire. There were no dimensional insufficiencies noted in the device. No obstruction within the cannula was noted within the device when it was subject to fluoroscopic examination. The cause of the event experienced by the user cannot be determined based on the given information and returned condition of the device.

Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported upon completion of a procedure, the operator decided to use a 6fr angio-seal on the patient. The 0.035" guidewire from the angio-seal was inserted into the introducer sheath to exchange the angio-seal sheath. After removal of the introducer sheath, the operator found that there was difficulty in inserting the angio-seal sheath through the guidewire. After a few failed attempts, the operator decided to use manual compression. Hemostasis was able to be achieved and the patient was reported to be safe.